Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 101 mg/dl, 356 mg/dl and 400 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.